Event description:
Questionable use of suction. Suction usage instructions not clear. This equipment requires suction, per co. Suction regulators are part of suction equipment. Tag indicates suction regulator not needed. Concern that hosps are using this equipment without suction resulting in sluggish blood collection. May require hemologus transfusion in addition to use of this equipment.